Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case, upper case, and bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was dented and the keyboard was scratched. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.